Event description:
During pci a dissection occurred and it was treated with another cypher stent. This pt presented to cath in 2005 with objective evidence of oschemia, 55% lv ejection fraction and 3-vessel disease. Pre-procedure medications included asa, beta-blockers, statins and plavix. Intra-procedure medications included bail-out gp iib/iiia inhibitors. Elective pci was performed on a 90% de novo lesion in the 1st diagonal of 18mm in length in a 2.75mm diameter vessel. The lesion was described as ostial and with little to no calcification. The lesion was pre-dilated with a 2.25x15mm balloon before deploying one 2.5x18mm cypher stent at unknown atm. During this deployment, a type e dissection occurred. It was treated with a 2.5x23mm cypher stent. Timi ii and iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%.